Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; defect of the video outputs was noted. Defect of the printed circuit board was noted. Defect of two fans was noted. Their revolutions per minute were too low. There is possibility that the reported event was caused by the defect of the printed circuit board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During installation of the subject device, the hd / sdi output did not work and the endoscopic image was not displayed. The subject device was brand new. There was no report of patient injury associated with this event.

Manufacturer narrative:
Olympus re-evaluated the one of the two malfunctions on the device that hd / sdi output did not work and the endoscopic image was not displayed and determined that the event was not a MDR reportable malfunction. Therefore, this supplemental report is being submitted to provide additional information on the other MDR reportable malfunction that two fans were defective and had too low rpm. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was brand new, omsc guessed that insufficient fan rotation was caused by an initial failure of the components on the printed circuit board and these fans. If additional information becomes available, this report will be supplemented.